Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported adverse impact to the customer. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer declined troubleshooting further with tandem technical support. Ultimately, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.